Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. Visual examination of the connector noted the 1094 grommet was damaged. The cause was unknown. Evaluation of the connector noted the 1093 setscrew threads were stripped or damaged. Cautery marks were noted on the device can/shield. Tool marks were noted on the device can/shield.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.